Event description:
It was reported that the customer was hospitalized for other reasons, but the customer did have a high blood glucose of 615 mg/dl. It was stated that the nurse waited for setting off the insulin pump. Explained how to review the bolus wizard and basal settings. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.